Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had experienced low blood glucose at nights. It was also reported that customer had received an empty reservoir alarm which customer actually had about forty units of insulin remaining in reservoir. This caused customer to not receive insulin and in the morning customer experienced high blood glucose of 300 mg/dl to 400 mg/dl and a result, customer experienced moderate ketones. Customer also reported heavy bleeding at sensor site.